Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned sample included the hemostasis sheath, arteriotomy locator, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were fully mated together with a kink found at the blood inlet holes of the assembly. No other damage or issues were noted. The complaint can be confirmed for insertion difficulty of the sheath and locator into the artery. The exact root cause could not be determined. The likely cause was determined to have been off axis loading of the device during insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).

Event description:
The user facility reported that the involved angio-seal device assembly could not be inserted to insert it into the artery, encountering immediate high resistance after the insertion sheath's tip penetrated the skin. The assembly was removed, revealing a buckle approximately 3 cm from the sheath's tip. Consequently, the first angio-seal device was discarded in favor of a second one. However, resistance was encountered again during the insertion attempt. After removal, the insertion sheath appeared deformed. The physician concluded that achieving hemostasis with angio-seal would be challenging. Instead, manual compression was employed for one hour, ultimately resulting in successful hemostasis. The preceding procedure was pci, with a pre-deployment angiogram. A 6 fr sheath ancillary was utilized, with the puncture inserted to the inguinal ligament in the right common femoral artery, which had a 7 mm diameter. No equipment or additional devices were utilized with the product. The event occurred intra-operative. The reported incident did not result in a patient injury or necessitate medical or surgical intervention.

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age or date of birth: not available due to hospital policy. A3a: sex: not available due to hospital policy. A3b: gender: n/a. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.